Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: d8, device is single use. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring split in half during use, in the middle of the "c". States that nothing fell off the device and no pt harm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring split in half during use, in the middle of the "c". States that nothing fell off the device and no pt harm. A replacement device was used to complete the procedure. The hospital did not report any patient effects.